Event description:
Surgeon was taking a bone marrow biopsy with a disposable jamshidi needle when the tip of the needle broke off in patient's right posterior iliac bone. Tip not able to be removed because it was embedded in the bone.